Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the check valve was not working and fluid was therefore backing up from the secondary bag to the primary bag.

Manufacturer narrative:
Concomitant medical products: baxter 1000ml IV bag of 0.9% nacl, lot y003681, exp: 05/2017; baxter 1000ml IV bag of 0.9% nacl, lot p341446, exp 04/2017, therapy date (B)(6) 2016. The customer¿s report of secondary fluid back flowing into the primary was confirmed. The primary and secondary sets were visually inspected and no anomalies were observed. The check valve was visually inspected under magnification and was noted to be assembled in the set correctly with the silicone membrane centered. Functional testing was performed; backflow was confirmed indicating a faulty check valve. Disassembly of the check valve resulted in normal findings. No particulates were noted on the diaphragm membrane. The root cause of this failure was not identified.